Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to analyze the instrument and instrument data. The fse determined that the cause for the discordant testosterone results was unknown. The fse performed a total service call, reviewed the instrument error logs, verified that qc was acceptable and concluded that there was no apparent malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant testosterone results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated two times after the initial results were obtained. The second repeat result was the corrected result, reported to the physician(s). There is no report of patient adverse health consequences due to the discordant testosterone results.